Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's adc blood glucose meter would not turn on with the button or with test strip insertion. As a result, the customer was unable to test and on (B)(6) 2016 at 9:00 pm was "feeling very nauseous and very warm." The customer's local doctor was contacted, and advised the customer to go to the hospital. The customer was driven to the hospital, arriving at 11:30 pm. He was brought to the emergency room and diagnosed with hyperglycemia. The caller (who did not wish to state her relationship to the customer), was uncertain of the treatments the customer received, and mentioned he was given "2 pills", although she did not know what they were. The customer was kept at the emergency room until 5:30 am on (B)(6) 2016, when he was released. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.